Event description:
The atrial lead exhibited loss of capture, noise and exit block. The patient experienced muscle stimulation.

Event description:
It was reported that the right ventricular lead failed to capture appropriately. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.